Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas an alleged the patient experienced on (B)(6)2018 a blood glucose greater than 500mg/dl, with rapid deep breathing, and nausea, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump use, and was treated in the hospital with intravenous glucose by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The pump bolus totals were not calculating correctly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 19-feb-2019. Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: during investigation, the battery compartment was cracked above grip. According to the black box and pump bolus history, there were no boluses programmed or delivered on (B)(6) 2018. According to the black box, the pump was delivering the programmed basal rate until the user manually suspended the pump on (B)(6) 2018 at 10:32am , deliveries were not resumed until (B)(6) 2018 at 09:28am. The bolus deliveries prior to (B)(6) 2018 added up correctly with bolus totals. The pump passed all required testing for delivery accuracy. 10 unit boluses were programmed and delivered during investigation bolus total recorded 20 units .animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.